Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion surgical procedure. It was reported that the probe became stuck in hard bone and the tip broke off while being pulled out. The tip was not retrieved from the patient's bone. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The probe was returned for evaluation. Approximately ~36mm of tip has been broken off and not returned for analysis. Fracture analysis reveals a fairly flat, brittle fracture and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.